Event description:
Lap cholecystectomy - "during the clipping of the cystic duct, the clip applied had multiple 'misfires' 2 times the clip trigger was pulled and no clips were dispensed. The third time, the cystic duct was cut. Finally, the duct was occluded on the fourth trigger pull."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our initial / final report.